Event description:
"Spinal needles defective, unable to smoothly secure chemo syringe onto spina needle.product: bd spinal needle, lot# 3059930, 22gx1.50in, product ref number: 405161.all needles from this lot number pulled."